Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during preparation for a percutaneous coronary intervention procedure, the device was unable to reach optimum speed. The 75% stenosed target lesion was located in the moderately calcified right coronary artery. This 1.25mm rotalink burr was selected; however, during the outside the patient, the rotational speed could not achieve the normal value. After changing to a new advancer the problem could not be resolved. A new 1.25mm rotalink burr was selected and the procedure was successfully completed. No patient complications were reported and that patient's status is stable. However, device analysis revealed grey/black fibers were attached to the distal coil/burr.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that grey/black fibers were attached to the distal coil/burr. A tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator unit was wet tested and optimum speed was not reached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).